Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
The customer reported via phone call that they received no delivery. Customer did not perform troubleshooting for no delivery alarm. The insulin pump had crack from the screen to bottom. Customer blood glucose reading was unknown. The insulin pump will not be returning for analysis.